Event description:
It was reported that the patient experienced a pocket infection. Wound debridement was required. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). Date user facility became aware of event: (B)(6) 2021. Date of this report: 02-dec-2021. Approximate age of device: n/a. Location where event occurred: hospital. Report sent to manufacturer: yes. Manufacturer name and address MFR. Name: medtronic (B)(4). If information is provided in the future, a supplemental report will be issued.